Manufacturer narrative:
The investigation confirmed the reported event. The root cause was manufacturing process related. The corrective action for the failure mode has been addressed under (B)(4). No corrective action required, as a corrective action has been implemented. Depuy considers the investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Opened a 12.5mm size 3 insert and the actual insert inside the package was labeled 10mm size 3.